Manufacturer narrative:
Additional information received on november 17, 2021 stated that the patient also experienced bilateral ptosis grade iii. As a result, patient underwent bilateral mastopexy, and bilateral replacements with 700cc uhp silicone mentor implants.manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent a breast augmentation primary with mentor smooth round moderate profile, 425cc on the right side and 525cc on the left side experienced right sided pain and left sided rupture post procedure. The report indicated that the patient tripped in garage and fell on a wheelbarrow. Patient is scheduled to get a mammogram examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis.

Manufacturer narrative:
Device evaluation completed on january 11 , 2022: during the visual evaluation, no apparent damage or visual anomalies were observed on the sal smooth rnd diap 425cc returned device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 18, 2021 additional information received indicated that the patient underwent removal on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).